Event description:
Arm broke off of the column and hit the dr in the back of the head, neck, and shoulder area and was knocked unconscious. Another physician stepped in to finish the procedure while he was taken for examination. They said the pt was also hit but no injuries were reported and further medical exam was not requested. No records were provided with the details of the dr's injuries. Referenced at (B)(4) under (B)(4). Waiting for customer to do its own investigation, then they will return it to us to do our investigation. Dates of use: about 8 years.